Event description:
This is filed to report pericardial effusion, unexpected medical intervention, and surgical intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. During the procedure, when the mitraclip was in the left atrium steering down towards the valve, blood pressure suddenly dropped significantly. After further observation, a pericardial effusion was observed in the right atrium. Pericardiocentesis was performed, draining 1200ml of blood. The mitraclip procedure was aborted and the patient was reverse heparinized. Patient then underwent surgery to correct the effusion. The origin of the effusion could not be identified. The patient underwent mitral valve replacement during the surgery. The patient remains stable but still hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypotension (therapy/non-surgical treatment, additional) was due to the effusion. The cause of the reported pericardial effusion (surgical procedure) could not be determined. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.